Event description:
X-rays were received and reviewed by the manufacturer. Paperwork included with the x-ray films reported a ¿frayed wire¿ was noted during the (B)(6) 2013 generator replacement surgery. No generator views were provided. The lead electrodes were visualized in the left side of the patient's neck and are generally in alignment. There appear to be multiple surgical clips in the electrode area; it is unclear if the clips are actually on the lead itself, but it appears the clips follow the lead placement. There appears to be a frank break at the anchor tether area just superior to the tie-down. There is also a sharp angle at the bifurcation. Based on the x-ray images provided, the most likely cause of the high lead impedance is the lead discontinuity at the anchor tether. It is unknown if surgery to replace the lead has occurred to date.

Event description:
Reporter indicated the patient cancelled her surgical consult appointment and has rescheduled for a later date in (B)(6) 2013. Surgery has not occurred to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated high lead impedance with vns diagnostics testing was obtained during vns generator replacement surgery for a patient on (B)(6) 2013. The lead pin was cleaned off and then reinserted back into the generator, which did not resolve the high impedance. The new generator was implanted and left programmed off, and a lead replacement was planned for a later date. As reinserting the lead pin back into the generator still resulted in high impedance, a lead pin insertion issue has been ruled out, and a lead fracture is suspected. The vns is believed to have been working properly prior to the surgery date, but exact device diagnostics were not available. The patient had no trauma and did not manipulate the vns. Attempts for additional information are in progress.